Event description:
Boston scientific received information from another manufacturer's representative that the patient implanted with this previously abandoned product developed an infection.

Manufacturer narrative:
Records indicate this product remains implanted. This investigation will be updated should further information be provided.